Event description:
The customer's daughter stated that the she obtained a result of 2.5 inr on the customer's coaguchek xs meter (serial number (B)(4)) at 5:39 pm while testing the customer. At 5:41 pm blood was drawn and the laboratory result was 2.0 inr. The laboratory uses the dade innovin reagent according to the customer's daughter. The customer's daughter stated the physician increased the customer's warfarin to one and a half pills due to the laboratory analyzer result of 2.0 inr. It was stated that the customer's normal therapeutic range is "around 2.5 inr" and that she tests weekly. It was stated that the customer is not anemic. She does not have any antiphospholipid antibodies. She is not on heparin or any direct thrombin inhibitors. It was stated that the customer's condition was fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 119118) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). Two human blood samples from marcumar donors and two internal reference meters were used. There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and test strips. The returned meter and test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - 3.2 inr, customer strips and retention meter - 3.1 inr. Donor #2: master lot and retention meter - 2.2 inr, customer strips and retention meter - 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.